Event description:
It was reported that the 9900 system had an intermittent collimator iris potentiometer error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator was calibrated during the svc call. The system was tested, and found to be working as intended, and put back into svc.